Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30 mg/dl. Low bg cause was not known. Customer went to the emergency room and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of saline was discharged 7 days later with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.